Event description:
During use of a fetch 2 thrombectomy catheter intra-procedurally, the catheter upon being pulled out, broke in half inside the body. The catheter integrity was maintained by a small amount of wire and was able to be pulled out of the body safely without harm to the patient. Per physician operator, there was not excessive or unusual manipulation of the device.